Event description:
On (B)(6) 2014, pt underwent ultrasound breast biopsy of left breast. Deployment of first marker was not normal. Deployment device was withdrawn from needle and it was seen that a small portion of the plastic tip had sheared off within the pt. A second marker was placed. On (B)(6) 2014, pt underwent lumpectomy, left breast, catheter tip removed in biopsy cavity.